Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that under fluoroscopy the conductor cables were visibly outside of the lead body.